Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit would not power up due to a broken ac power port. The ac connector needs to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.